Manufacturer narrative:
The investigation confirmed that a higher than expected, imprecise amon quality control result was obtained while using the vitros 350 analyzer. The most likely assignable cause is due to an equipment related issue (incubator contamination). The customer replaced the incubator evaporation caps, which is part of routine, as needed, maintenance on the vitros 350 analyzer. Following these actions, acceptable vitros amon performance was observed.

Event description:
The customer obtained lower than expected, imprecise ammonia results on a single level of quality control fluid (141.4, 103.2, 109.4, 25.2, 141.0, 140.0, and 135.0 umol/l), when compared to the expected value (176.8 umol/l). The lower than expected quality control results were obtained using vitros amon slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer did not indicate that patient results were affected and there were no reported allegations of patient harm. (B)(4).